Event description:
Info received indicates the bed exit alarm is not audible.

Manufacturer narrative:
The technician found a disconnected wire in the communication housing assembly. The technician reconnected the wire to repair the bed.